Event description:
Reported as "leakage in the catheter."

Manufacturer narrative:
The access port and access port connector were not returned with the device. The reporter of the complaint was asked to indicate the product serial number, implant date and explant date. The information has not yet been received by inamed. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Analysis of the device returned noted surgical-like damage to the buckle of the band, as well as damage to the band tubing. We believe all of the damage was likely caused during surgery to remove the device. There was no indication of wear related damage to the portion of the lap-band system returned. The lab was unable to duplicate or confirm the reported event. There is no other information available at this time from the surgeon to determine the cause of the alleged event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."